Event description:
I had gel 290 cc surgitek breast implants implanted in 1988. They were removed in 2006 due to the left breast implant ruptured. The left capsule only consists of 232 cc of -280 cc- of silicone, 48 cc could not be found in the capsule. The surgeon also told me there was evidence that the right breast implant silicone was bleeding thru the implant. My implants were very small, and I had them for 18 years. There was very little change in my breast -weight gain and age- and you could not tell that the left one had rupture. I do not know how long the implant has been ruptured. I have had numerous ultrasounds throughout the years. Unfortunately you can have a ruptured implant and get a clean bill of health from the dr that diagnoses the reading of the x ray. He only looks for cancer and the report to your md will not state that you have a ruptured implant. The tech that was doing my sister's mammogram told her that her implants did not look normal and should contact her plastic surgeon to do further test. When the results of the mammogram were forwarded to ther md, the doctor that diagnosed the test gave her a clean bill of health. When my sister's plastic surgeon obtained the same mammogram, it was very obvious that her left implant was very ruptured and the right one had a bulge, which represents a leak. Thank god for that tech that stuck her neck out, to alert my sister. My sister contacted me and told me, my test should be pulled and reviewed by a plastic surgeon. The implants only have a time span of 12- to 15 years and do not last forever. The law should require that the dr's diagnostic report include breast implant complications and ruptures. For years I have been feeling sick and my sister and I have had some of the same symptoms. My implants were behind the muscle and her's were implanted behind the breast tissue.